Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: no test strips available for customer to test note: manufacturer contacted customer on (B)(4) 2017 in a follow-up calls in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction. Customer is no longer experiencing symptoms (condition improved) and no medical intervention reported since the last call.

Event description:
Consumer reported complaint for symptoms and inquiring about new strips. (B)(6) (daughter) is calling on behalf of the customer. The customer is concerned with symptoms and inquiring about new strips. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling weak and tired. Medical attention is reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history. Daughter states that on (B)(6) 2016 customer could not obtain test strips for his true results meter. Customer believed that it was because his insurance no longer wanted to pay for the test strips, as a result customer stop testing his blood sugar. On (B)(6) 2017, customer fell unconscious on his bathroom floor and his wife called 911. Customer was transferred to the emergency room. Upon arrival, his blood sugar was 500mg/dl. Daughter states that customer went into a diabetic coma. Customer was diagnosed with hyperglycemia. They started customer on insulin IV. Customer is now insulin dependent as opposed to before. It was discovered at the ER that the father broke three ribs as a result of the fall. Customer left hospital on (B)(6) 2017. Customer is presently feeling weak and tired, declines need for medical attention at this time